Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The service engineer (se) confirmed the reported problem and determined that the power manage board defective was defective. The power manage board was replaced to address the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator generated an auxiliary alarm supply failed error code and a cooling fan speed error code. It was reported that there was no patient involvement.